Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00137; 3005168196-2018-00138. It is unknown if the device is available for return.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach two smart coils using the handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00137 and 3005168196-2018-00138.